Event description:
During a regular follow up, both atrial and ventricular arrhythmia episodes were observed in reviewing the patient file. Some of them were selected to be printed. At the end of the follow-up, the user saved the report and selected print on the "report" screen. During the printing, an error message appeared and immediately the programmer restarted. Afterwards, arrhythmia episodes were no longer in the saved report. The episodes were also not available upon device re-interrogation. In addition, the user observed that the atrial channel was desynchronized with the marker chain on the bavi episodes.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.